Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (staple not firing) during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared severely misaligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 33 staples left in the cartridge, indicating at least 2 staples were fired by the customer. Functional testing could not be performed due to the severe misalignment of the staples. The misalignment of the staples appeared to jam the stapler resulting in the pusher to not moving forward, allowing staples to be loose in the cover block. The saddle spring was observed to be correctly attached to the pusher and was correctly seated on each side of the cover block. The stapler was disassembled, die casting anomalies were discovered on the forming tool. Non-conformance was opened by the manufacturing site to further investigate this issue. DHR investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared severely misaligned. Functional testing could not be performed due to the severe misalignment of the staples. The misalignment of the staples appeared to jam the stapler resulting in the pusher to not moving forward, allowing staples to be loose in the cover block. The saddle spring was observed to be correctly attached to the pusher and was correctly seated on each side of the cover block. The stapler was disassembled, die casting anomalies were discovered on the forming tool. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (staple not firing) during use on patient". No patient harm or injury. The patient status is reported as "fine".